Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. The observed non-reactive pooled results were attributed to the dilution effect inherent in pooled sample testing. When a reactive sample with a viral concentration near the assay's limit of detection (lod) is diluted within a pool, the viral concentration may fall below the lod, resulting in a non-reactive pooled result. Individual donor testing confirmed reactive results in two cases, while the third case showed variability consistent with low viral loads near the lod. No reagent-related issues were identified, and batch trend analysis for reagent lots: g15713 and g24557 did not reveal any trends. The device remains in operation at the customer site, and the customer was advised to ensure proper sample handling in accordance with the method sheet.

Event description:
The initial reporter alleged discrepant results using the kit cobas 6800/8800 mpx 96t ce-ivd on the cobas 6800 instrument. The customer's workflow involved testing pooled samples. In the first case, a pooled sample generated a non-reactive result, while serology was reactive for hiv. Individual donor testing resulted in a reactive hiv result with a cycle threshold (CT) value of 37.81. Repeat testing of the individual donor sample generated a reactive hiv result with a CT value of 33.77. In the second case, a pooled sample generated a non-reactive result, while serology was reactive for hepatitis b virus (hbv). Individual donor testing resulted in a reactive hbv result with a CT value of 37.75. Repeat testing of the individual donor sample generated a reactive hbv result with a CT value of 35.84. In the third case, a pooled sample generated a non-reactive result, while serology was reactive for hbv. Individual donor testing initially resulted in a non-reactive result. Repeat testing of the individual donor sample generated a reactive hbv result with a CT value of 40.46.